Event description:
It was reported that the insulin pump alarmed sensor error, calibration error and lost sensor. The also reported that there were scratched on the plastic screen. The customer's blood glucose was 79 mg/dl. The customer stated that they had turned the sensor off because of sensor error alarm but now they turned the sensor on and needed assistance with the further steps. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm, sensor error alarm or calibration error alarm noted. Insulin pump passed self test. Insulin pump had minor scratches on display window, scratched case and cracked reservoir tube lip. No damage noted on lcd glass.